Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14278. It was reported, the patient underwent revision surgery on (B)(6) 2012 where the physician repositioned his leads for better coverage. The patient's scs system was explanted several months later (date unknown) due to patient wanting a pump instead. The patient was receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.